Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# b0848478k, implanted: (B)(6) 2008, product type: lead. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the patient experienced unsatisfactory toe stimulation with reduced control of fecal incontinence. The patient had a loss of effect. The manufacturer representative did multicultural reprograms with no improvement in symptoms. In the theater at the revision, the manufacturer representative noticed that the position of the existing electrode was facing in a retrograde position pointing towards s2, but in the s3 foramen. The lead was in a poor position according to x-rays and was probably stimulating s2 to some degree. This would account for the toe stimulation the patient was experiencing. The lead was replaced and remained implanted, but out of service. The extension was removed at the revision as it was not required with the new implantable neurostimulator (ins). There were no issues with the ins as it experienced good long life and it was changed as it was implanted in august 2008. It was unknown if the issue was resolved and the patient status was alive with no injury.